Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failure, fan failure, tf444004, tf7850003, 446029, 485001. Driver board voltage is not ok. (12v,32v). Buzzer not ok. No health consequences or impact.